Manufacturer narrative:
Additional information provided from the field indicates the rv lead was disposed of and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a routine follow-up, occasional oversensing of noise was observed on the right ventricular (rv) lead causing pacing inhibition with up to four seconds of asystole. Fluoroscopy revealed the issue to be due to the rv lead making contact with an old abandoned lead in the patient. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.